Manufacturer narrative:
Additional, changed, and/or corrected data: d4, g1, h6.

Event description:
Patient and healthcare professional reported right-side "gel bleed and pain." Patient is "concerned." The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h5, h6.

Event description:
Patient reported right side "implant exchange with a possible gel bleed and pain", and non-device related events of "auto immune disorder of hives, and overall body joint pain." Physician reported "implant exchange with a gel bleed." Company rep. Later reported, via healthcare professional, the patient "has been really sick and having pain with¿ the implants and is ¿concerned about alcl¿ with ¿recalled¿ implant. The device has been explanted and replaced.

Event description:
Patient and healthcare professional reported right-side "gel bleed and pain." Patient is "concerned." The device has been explanted.

Manufacturer narrative:
The event of gel bleed was confirmed by physician to have not occurred. This record is not reportable as there are no serious adverse events. Additional, corrected and/or changed data: b.5, h.1.

Event description:
The event of gel bleed was confirmed by physician to have not occurred. This record is not reportable as there are no serious adverse events.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation was gel bleed. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient and healthcare professional reported right-side "gel bleed and pain." Patient is "concerned." The device has been explanted.